Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37092, lot# 262060001, implanted: (B)(6) 2010, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, health care professional (hcp) and a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient could not recharge their device. They had not charged for over a year prior to the report. Additional information received on 2015-01-12 reported the patient still has concerns with their device or therapy, however, they have an appointment scheduled for (B)(6) 2015 to meet with their manufacturer representative or health care provider (hcp). More information received reported on 2015-03-03 the patient saw one of their health care providers (hcp) on (B)(6) 2015 and was then sent to see their implanting physician however no information from the appointment was provided. Additional information was received reported the device had been depleted for the past 3 years. Stimulation was last felt 3 years ago. The patient reported that they had not been able to charge and so they stopped charging the device. The manufacturer representative brought the device ¿back to life¿ yesterday and the device was able to be charged and they saw the charge sufficient screen. The patient programmer was able to connect but was not able to turn on the device. On the day of the report, the patient reported poor communication screen. The recharger had the reposition antenna screen. There was poor communication and the patient reported that neither the patient programmer nor the recharger were connecting with their device. The recharger was not charging the device. Additional information was reported on 2016-04-08 that the patient had told their hcp that their device was interrogated and the manufacturer representative told the patient that the device was no longer working and needed to be changed.

Manufacturer narrative:
Other applicable components are: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37092, lot# 262060001, implanted: (B)(6) 2010, product type: accessory.

Event description:
Additional information received reported that steps taken to resolve the device no longer working was that they went through the reset procedure but it didn't work. The consumer also reported that they got a replacement the antenna device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.